Event description:
Post-op bleeding occurred on two (2) adult pts following a tonsillectomy and adenoidectomy. This report is for pt #2.

Manufacturer narrative:
The facility did not retain the device and did not provide a lot number for the tna device. Therefore, an investigation of the lot history file of the device cannot be conducted. Pt #2: returned to hospital 10 days post operatively following uppp with tonsillectomy and adenoidectomy with minor bleeding from superior pole of the tonsillar fossa. Attempted control bleeding in ed but was unsuccessful (due to "recessed, difficult" location of the bleeder. Pt was taken to operating room, anesthetized and re-cauterized. Add'l f/u at three weeks post-bleeding was unremarkable. Physician stated that a combination of technique and pt's difficult anatomy was likely source of adverse event and not the plasmablade. End of report.